Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, cloudy pd fluids and diarrhea. The patient was hospitalized for the peritonitis on the same day as the onset. The cause of peritonitis was unknown. Treatment for the event was not reported. Fifteen days after the hospitalization, the patient was discharged from the hospital. The patient recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter minicap the patient was born on an unreported date in 1952. Should additional relevant information become available, a supplemental report will be submitted.